Event description:
It was reported that this implantable pacemaker was explanted due to unknown anomaly. Additionally, the patient experienced venous occlusion. A new device with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown anomaly. Additionally, the patient experienced venous occlusion. A new device with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the implantable pacemaker was explanted due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). The patient ejection fraction (ef) had dropped to 30%, indicating eligibility for the upgrade.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this implantable pacemaker was explanted due to unknown anomaly. Additionally, the patient experienced venous occlusion. A new device with a different model was successfully implanted. The pacemaker was returned for analysis. No additional adverse patient effects were reported. Additional information indicates that the implantable pacemaker was explanted due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). The patient ejection fraction (ef) had dropped to 30%, indicating eligibility for the upgrade. No adverse patient effects were reported.